Event description:
It was reported that lead fixation was difficult during placement of the right ventricular (rv) lead. The lead dislodged from its original position and caused a right bundle branch block. The lead was repositioned and successful placement was confirmed with electr ocardiogram. The lead remains in use. The patient was a participant in a clinical study, product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).